Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to broken collar bone and ribs on (B)(6) 2017. Customer stated that there was motor error in the insulin pump. Customer's blood glucose level was unknown. Customer declined to troubleshoot for high blood glucose. The customer was wearing the insulin pump during the hospitalization. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional¿s instruction. The insulin pump will not be returned for analysis.